Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenotic lesion was located in the severely calcified and tortuous right coronary artery. An unspecified guide wire crossed the lesion and the 1.5 mm x 15 mm apex balloon was inflated. Upon the first inflation, at 14 atmospheres of pressure, the balloon ruptured. The procedure was completed with this device. No patient injuries or complications were reported. The patient's condition was reported as "good". This device is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.